Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related manufacturing reference: 3008452825-2020-00091, 3005334138-2020-00055, 3008452825-2020-00092. During an atrial tachycardia and atrial fibrillation ablation procedure a pericardial effusion occurred. While mapping with the ablation catheter in the left atrium, prior to ablation, the patient became unresponsive and hypotensive. A pericardial effusion was observed using echocardiography. A pericardiocentesis was performed to stabilize the patient; however, cardiopulmonary resuscitation was needed and was transferred to surgery. There were no performance issues with any abbott device.